Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The type of damage observed to the screw was likely caused by instruments being out of round or instrument misalignment. A review of the manufacturing and inspection records did not reveal any contributing information/trends. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc on 2015-(B)(6) that a surgery took place in which the collet of a caspian screw sheared off during partial locking. The screw was left in the patient. This occurred intra-operatively on 2015-(B)(6).